Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. The customer requested that the device be returned for bench repair. There was no patient involvement.

Manufacturer narrative:
Report source was not foreign, report sources updated.

Manufacturer narrative:
Update from failure analysis lab: reported problem could not be verified/duplicated. The therapy pca returned for shock equip malfunction tested and operated as normal. There is no fault found with this therapy board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.